Event description:
Technical services received a call on 08/04/2011 from sales rep. Sjm lead explanted today dr (B)(6). Lead dislodgement seen earlier and rep alerted today. Lead pulled into rt atrium. Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).